Event description:
During colonoscope on pt (B)(6), ((B)(6) 2019) resolution clip 360 was being used when it malfunctioned by clips bending or not adhering to colon. When clip device was removed, a clip came off in working channeling of endoscope, endoscopy was completed and endoscope reprocessed per protocol. When the endoscope was next used on (B)(6) 2019 on pt (B)(6) a retained clip was expelled into the colon, no clips or other devices had been used on this pt. Ref: mw5088197.